Manufacturer narrative:
The event occurred in united kingdom. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly was hospitalized due to dka; no details were provided. Caller attributed the elevated blood glucose level which lead to dka to communication concerns between the meter and the pump. Requested return of the alleged handset for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.